Event description:
Add'l info rec'd from MFR 9/11/00: the current immediate container label for viaspan satisfies general device labeling requirements as set forth in 21cfr801. Viaspan, as defined by 21cfr801.109, is a prescription device and therefore should only be used under the supervision of a practitioner licensed by law to direct the use of the device. As such, the device is exempt from the labeling requirements defined in 21cfr801.5. Dupont pharmaceuticals would like to emphasize that no adverse event is associated with this medwatch report. During the period 1/1/90 to 7/31/00 over 400,000 bags of viaspan have been distributed in the us. MFR has searched its complaints database and has no record of ever receiving a complaint of this nature. Viaspan is distributed by the case, with ten bags per case. Included within each case are ten copies of the directions for use. A description of viaspan, including the composition of the device, is located in the first section of the directions for use. Additionally, at two separate places on the immediate container label, the user is directed to see the package insert (directions for use) for complete info. Dupont pharmaceuticals has undertaken these steps to ensure that accurate and reliable product info pertaining to the device is readily available to the user.

Event description:
A heart transplant physician called regarding the composition of viaspan and stated that the "label doesn't say what is in the IV bag". A pharmacist read the label off the bag and told the physician there was only sodium 29 meq/l and potassium 125 meq/l in the bag. The physician questioned this, based on the viscosity of the solution. The pharmacist contacted dupont and was stunned to learn, in addition to sodium and potassium, the bag contained magnesium, adenosine, allopurinol, glutathione, pentafraction and other products even though only sodium and potassium were listed in the label. Rptr understands this is a device; however, rptr feels the label is misleading.